Event description:
It was reported that about 5 days after getting spinal cord stimulation (scs) implanted on (B)(6) 2012, a patient was put into an induced coma. It was stated that the coma was unrelated to the scs. It was stated that the implantable neurostimulator (ins) was never charged during the time the patient was in critical care so the ins overdischarged. It was noted that it was ¿over a year¿ before anyone thought about charging the scs. It was reported that the patient recently had the scs battery replaced (~a week or 8 days prior to (B)(6) 2014) and that prior to the replacement the patient¿s original scs never worked. It was stated that the first time they tried to charge the ins they had a manufacturer¿s representative come assisted with recharging, but it ¿never took a charge higher than 2 of the little boxes¿ and it was later confirmed that the patient was referring to coupling boxes. The patient stated that the manufacturer¿s representative came to assist with recharging ¿it was close to 6 months.¿ it was noted that the patient¿s scs battery replacement was not yet registered.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).